Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer changed the pump supplies and resumed insulin delivery to address the occlusions and their elevated bg.